Manufacturer narrative:
A non-conformance/device history record review could not be conducted because a lot number was not provided. Therefore, a review of the specific manufacturing and inspection records was not possible. However, all product lots are required to meet established acceptance criteria and must successfully pass defined visual and functional inspections prior to release. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. However, a corrective and preventative action has been opened to further investigate and address the reported condition.

Event description:
Patient had an elective laminectomy and fusion surgery. Patient returned to the hospital post procedure after being discharged. CT imaging revealed a surgical drain fragment in the laminectomy bed region with its proximal end in the subcutaneous soft tissues just beneath the skin. Patient returned to surgery for removal of retained drain fragment. A surgical drain/drain fragment is suggested in the region of the laminectomy bed with its proximal end in the subcutaneous soft tissues just beneath the skin. No further information was provided.